Manufacturer narrative:
Siemens experts conducted an investigation of the reported issue. It was confirmed that the second beam was delivered twice and the patient received more mus than expected. This beam was delivered in the 3rd and 6th treatment. It is assumed that the actual treatment upload packet from cc was not handled on rtt side and the treatment cancellation was executed before that (out of sync). However no log files were provided from macapp and txsupervisor applications, therefore, it is no possible to determine the cause of the issue. The out of sync situation is very sporadic. In cases when the inconsistency state occurs between the rtt and cc the user should close the patient file and load it again into rtt. If the treatment record is missing the user should create it manually (as it was done for 1st beam). A hardware investigation for the issue with the gantry was conducted as well. However, since the machine monitor logs for this incident were not available, only dmip log files were analyzed. These files do not provide any information regarding user interactions. The dmip log file was analyzed with the following result: auto sequence (as) with 10 segments was downloaded. As segment 5 was downloaded to console february 10, 2016, at 20:24:26, within an as, this download should have been answered by console with an upload of the actual setup for segment 5. Instead 30 seconds later resumption was downloaded from rtt starting with segment 4. For the console this download was invalid at current state and the console reacted to the download with a "treatment cancel". A minute later another resumption was downloaded; this time starting with segment 5. Segment 5 was delivered as planned. The next segment was downloaded but instead of setup upload, another resumption starting at segment 5 was downloaded. Just as before this download was invalid for the console and it rejected the download with a "treatment cancel" packet. Four minutes later this treatment cancel a setup only segment was downloaded to position the patient and then canceled by rtt. This was followed by a resumption starting with segment 5, which was again canceled for unknown reasons. Again the same resumption was downloaded starting with segment 5 and treated with 73mu. This resumption was then delivered completely. It is unclear why the first run of the as was unsuccessful. It is also unclear if the second resumption was canceled by the user, as no data to these regards was provided. The re-delivery of the already delivered segment was caused by the console inability to check if as was resumed with the correct segment. This report was submitted july 25, 2016.

Manufacturer narrative:
Siemens' investigation is on-going and a supplemental report will be submitted upon completion. (B)(6).

Event description:
The customer notified siemens on (B)(6) 2016 that during a non-imrt treatment on (B)(6) 2016, the gantry started rotating in the opposite direction of what it should have rotated. Treatment was delivered to a field that had already been treated. This occurred without any warning or error message. However, there is no report of injury to the patient. This reported incident occurred in (B)(6).